Event description:
Patient reported blood glucose was elevated to the 300-500 mg/dl range from (B)(6) 2011. Patient attempted to correct hyperglycemia with the infusion device, but this was not successful. Patient then delivered insulin via pen. On (B)(6) 2011, patient had a sore throat and a cold and a wisdom tooth was coming in. Patient had elevate blood glucose and was positive for ketones on (B)(6) 2011. She delivered insulin via the infusion device, but this was not successful. On (B)(6) 2011, father drive to a "diabetic ambulance" and the infusion device basal rates were verified. Insulin was delivered via the infusion device and pen, but this was not successful in lowering blood glucose. Father drove patient back to the diabetic ambulance on (B)(6) 2011. Hyperglycemia was treated via the infusion device and pen. Blood glucose decreased on (B)(6) 2011, but patient's parents and physician do not believe the infusion device is functioning as intended. Patient's normal blood glucose is 100-150 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.